Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to advance. The reported difficulty to remove appears to be related to operational context of the procedure as it is likely the reported interaction with the guide catheter caused the reported difficulty to remove. Handling and/or manipulation of the device during the procedure likely caused the reported bent shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery. The xience skypoint stent delivery system was advanced but failed to cross the lesion and during removal, resistance was noted with the guide catheter. The xience skypoint shaft was bent. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent with a guide extension catheter were used to complete the procedure. No additional information was provided.